Event description:
It was reported that, while set to a high-power setting during a procedure, the laser beam was weak and not able to cut the stone. The device was restarted and the fiber was reconnected, but the stone still could not be broken. Another fiber was tested but was also unsuccessful. The console displayed errors 1002 and 1204, along with the message that the water temperature was too high. No further information was provided. No patient complications were reported. This event is for the second fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.